Event description:
Gyrus acmi was notified of an incident. Post operatively, during inspection and decontamination, staff noted that the tip had been broken off the resectoscope sheath. The missing tip was not noticed before the pt left the operating room. The pt was brought back to the operating room to have the tip removed. No harm or extended hospitalization for the pt.

Manufacturer narrative:
Visual inspection of the instrument confirms that the ceramic tip is broken off of the sheath tube. The balance of the ceramic tip remains securely glued inside the distal end of the sheath tube. The remainder of the broken piece of ceramic was not returned with the unit. The meatus washer has unrecognized glue around the bottom of the washer and tube. The broken piece of ceramic tip was not returned, thus the exact cause of the breakage cannot be determined, but to the fact that proximal portion of the tip remained securely glued in the tube, the cause of this failure is determined to be caused by misuse/mishandling. It is important to note that the instrument has been repaired by a third party as evidenced by the unk glue applied to the meatus washer. This evidence brings into question the quality of the entire assembly, including the ceramic tip.